Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise on the right ventricular (rv) channel. Boston scientific technical services (ts) recommended following up with the cardiologist and possibly monitoring to see if the noise continues; however, if it does, then the next step would likely be to change the lead as programming sensitivity increases the risk of missing true ventricular fibrillation (vf) episodes. Additional information was received indicating that the right ventricular (rv) lead exhibited oversensing and programmed device to vvi and increased shock alert impedance limit to ohms. The rv shock impedance measurements were within the range. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise on the right ventricular (rv) channel. Boston scientific technical services (ts) recommended following up with the cardiologist and possibly monitoring to see if the noise continues; however, if it does, then the next step would likely be to change the lead as programming sensitivity increases the risk of missing true ventricular fibrillation (vf) episodes. Additional information was received indicating that the right ventricular (rv) lead exhibited oversensing and programmed device to vvi and increased shock alert impedance limit to ohms. The rv shock impedance measurements were within the range. The device remains in service. No adverse patient effects were reported.